Event description:
A hospital reported via our distributor that the heater wire pins in 3 units of rt210 adult dual-heated breathing circuits "were bent and contact with the heater wire adapters could not be made." These faults were detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
The lot number and corresponding device manufacture dates associated with the subject rt210 breathing circuits are 080527, 080501, 080414 with manufacture dates of 05/27/2008, 05/01/2008 & 04/24/2008 respectively. All 3 subject breathing circuits are en route to fisher & paykel healthcare for further investigation. A lot check revealed no other complaints of this nature for each lot number. Heated breathing circuits contain a heater wire socket for connection to the humidifier. Fisher & paykel healthcare implemented improvements to the production process in respect of breathing circuits in may 2007 with the aim of preventing bent pins from passing the production test. This is achieved through prior identification and rejection of damaged heater wire pins. These events occurred after the production improvements. It is possible that a damaged pin, whilst passing the final electrical resistance production test, can be further damaged during set-up and connection of the equipment when used. Our monitoring and trending of the incidence of bent pins in adult breathing circuits has a rate of occurrence worldwide of 11 ppm in the last year to october 2008.